Event description:
It was reported that the patient's mobile application would not connect to the implantable cardiac monitor (icm) or would state, "checking cardiac monitor" and then time out. An alert for low battery was observed on the icm on remote transmission. There were no reported patient consequences.

Manufacturer narrative:
Further information was requested but was not available at this time. Following physician: (B)(6).